Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. However, the potential root cause for this failure mode could be user related (example: salt accumulation)/ block drainage lumen/ no drainage eye. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation of needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol."

Event description:
It was reported that the patient was ordered to have a foley catheter placed. The rn who placed the foley was not informed that the balloons were no longer tested prior to insertion, and upon doing so, it was discovered that the foley catheter in the 16 french kit was defective as the balloon would not deflate. Another kit was obtained, and the foley was placed in the patient. The foley was not draining urine, and the foley was to be removed. Upon attempting to deflate the balloon, the saline could not be expelled from the balloon. The patient had a urology consult, and a urologist removed the foley and replaced it with another foley.